Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. For the second firing, the reload was cycled but the jaws did not close completely. The jaws were opened, unloaded, and another reload loaded. The same issue occurred. A new handle was used with the same reload and the jaws closed properly. The handle was replaced to complete the case and resolve the issue. No patient injury or extension in surgical time.